Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during an unknown cycle on the home choice (hc). The home patient (hp) stated they woke up to the alarm. The cause of the alarm could not be determined during troubleshooting. The technical service representative (tsr) assisted the hp to remove the cassette. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.